Event description:
Procedure type: unknown. According to the reporter: no information given. Applied another device from another lot #. The instrument deployed one tack then locked up. The staff tried several instruments from the same lot number with the same result. The staff used a different lot number and it worked fine. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.